Manufacturer narrative:
The device was electively explanted six weeks later and was returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this caller requested review of a stored rhythmic episode. A boston scientific technical services consultant reviewed the data and stated that there appears to be some ventricular undersensing resulted in the mode change. The patient was brought back into the clinic for programming changes and repeated defibrillation threshold (dft) testing. No additional adverse patient effects were reported.